Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) years, four (4) months due to severe aortic stenosis. Per the medical records, the patient presented with doe symptoms. The tavr was performed with a 23mm 9750tfx valve. The patient tolerated the procedure well and was transferred to the pacu. On pod #1, the patient was discharged home with home health care in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative.

Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of nine (9) years, four (4) months due to unknown reasons.